Event description:
Per (B)(4) alert on leaking syringes, we had one leak last week on (B)(6) 2016 while preparing multivitamins. Bd 60ml syringe lot #6165626, exp: 06/2021. We have a photo but not actual syringe. This was reported to bd and ismp as well.